Event description:
It was reported that this right ventricular (rv) lead exhibited fluctuating shock lead impedance high out of range measurements over 200 ohms. This rv lead was surgically abandoned and replace. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.